Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image. The image(s) was reviewed, and the complaint condition was confirmed, as the image showed a broken plate. As the implant(s) was not returned; an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 445.062, lot: 3l36861, manufacturing site: (B)(4), release to warehouse date: feb. 11, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During the surgery when contouring the plate, the reconstruction plate was broken. It was unknown if there was fragment generated. There was 20 minutes surgical delay reported. The surgery was completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown bending instruments: plate bender: trauma (part# unknown, lot# unknown, quantity# 1) this complaint involves one (1) device. This report is for (1) lcp recopl 3.5 straight 6ho ti this report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the lcp recopl 3.5 straight 6ho ti was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the plate was broken into two pieces. The broken piece was also returned. Nicks and scratches were observed on the surface of the device indicating signs of use. No other issues were observed with the device. Dimensional inspection: lcp-reko.platte 3.5 central thickness measured: conforming document/specification review: the following drawing was reviewed: -lcp-reko.platte 3.5 (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the lcp recopl 3.5 straight 6ho ti. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.